Event description:
It was reported that the device display a handpiece error, left the button stuck.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. All 3 buttons performed as expected. No sticking of buttons or continuous running of motor occurred during functional testing. Product passed functional and high speed testing (100-10,000 rpms) for 5 minutes each in forward, reverse and oscillate directions. Unit passed functional tests on the dyonics power, dii and dii eip test control units with and without footswitch. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.correction on: name title: dr.first name: pankajmiddle name: should be blank.e3: physician

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the device display a handpiece error, the sticking button caused the mdu to continually run. No patient was involved.